Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior colporrhaphy, no tension sling placement and cystoscopy procedure performed on (B)(6) 2014 for the treatment of cystocele, stress urinary incontinence and hypermobile urethra. Reportedly, the patient tolerated the procedure well and she was taken to the recovery room and extubated in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.